Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon noticed that the device cut but, did not staple the ostomy. He then proceeded to close the ostomy by hand-sewing. No pt consequence.